Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the instrument is cross threaded.

Manufacturer narrative:
The device associated with this report was not returned. However, review of the provided photographs confirmed the damage to the tip; the threads are extremely nicked and damaged. The root cause appears to be attributed to misuse and heavy usage. The date code j0608 indicates the instrument was manufactured in (B)(6) 2008. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.